Event description:
At the end of the catheterization procedure, the md proceeded to pull all the lines out of the femoral artery when the venous sheath was found to be broken with a piece half in the patient's vein and half in the tissue.